Manufacturer narrative:
Per tandem's t:flex user guide, "it is very important to set the current time and date accurately to ensure safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not update the time settings on the pump for daylight savings time. Customer's blood glucose was 400 mg/dl. Tandem technical support assisted the customer with correcting the time settings.